Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of 568 - over 600 mg/dl. Cause was not known. A manual injection was administered and customer changed pump supplies to address bg. Customer continued to use the pump, however a replacement pump was sent to resolve the issue.